Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain/soreness on/around implant tooth site #18. Therefore, the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bopt6510, (3i t3 tapered implant 6/5 x 10mm) for evaluation. Visual evaluation was performed, the implant had damage from removal. The implant had debris on its internal and external threads. No signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2021110552. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021110552 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.